Manufacturer narrative:
Pump had missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to damage lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose was unknown. Troubleshooting was performed. The device was not bumped or dropped. They were advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.